Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61 mm in diameter fusiform abdominal aortic aneurysm with an infra-renal angle of 20 degrees. Proximal aorta was 25 mm in diameter and 35 mm in length. Distal aorta was 25 mm in diameter. Right iliac artery was 26 mm in diameter and the left iliac artery was 13 mm in diameter. The right and left femoral arteries were 11 mm in diameter. The right and left iliac arteries were moderately tortuous. It was reported that there was an endoleak unknown noted, the endoleak was left uncorrected. No clinical sequelae were reported and the patient is fine.

Event description:
A review of cta¿s from 4 years post-implant showed that the bifurcate was positioned just below the renal arteries. The ipsilateral limb appears to have pulled out of the left common iliac, and there is currently a distal type I endoleak. The distal stent graft od is 17-18mm, and the diameter at the origin of the left iliac artery is 24mm, and it is calcified. The contra limb is positioned within the right common iliac; however, there is minimal stent graft sealing to the vessel, with a possible distal type I endoleak. The distal stent graft diameter is 28x29mm and the iliac artery diameter at this location is approximately 32mm. The max aaa diameter is approximately 8.6cm. There is also a possible type ii endoleak. There is significant thrombus seen within the distal contra limb; 20mm flow lumen diameter. There is no thrombus /occlusion distal to the stent graft. The cause of the distal type I endoleak was likely due to disease progression; bilateral vessel dilatation. The cause of the limb thrombus could not be determined. Review of angiogram images from an intervention revealed that the right/contra limb was extended with an endurant limb, implanted proximally from the gate and landing within the right external iliac artery. On the left side, the ipsilateral limb was extended approximately 6cm; landing within the left common iliac artery. Both distal type I endoleaks appeared to have resolved.

Event description:
A cta revealed bilateral distal type I endoleaks. The aneurysm was 86 mm in diameter. The physician elected to implant iliac extension devices bilaterally. The endoleak resolved. Investigator assessment states that the event was related to the study device and study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (lack of information, unknown cause of event). Conclusion: known inherent risk of a procedure (endoleak); other (lack of information, unknown cause of event).